Event description:
It was reported that the patient¿s cause of death was accidental overdose. There were no known issues and no performance issue. Other medications the patient was taking at the time of event included msir and avinza, both were being decreased. Additional information received reported the death was unlikely to be related to infusion system by itself. The pump was used to infuse morphine (concentration: 20.0 mg/ml, dose rate: 11.185 mg/day).

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4). Analysis of the pump serial number ngp396692h found no anomaly.